Event description:
After implants were inserted, neck and shoulder pain, fatigue, gut issues, skin issues, bacterial infections, yeast infections, food intolerance, dry skin, depression and anxiety. Numerous sickness. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).